Manufacturer narrative:
Product complaint # (B)(4).additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent.- please describe the type of foreign matter that was observed.- what was the foreign matter¿s appearance?- what was the texture?- are there any photos of the foreign matter available?- is it possible that the foreign material fell into packaging upon opening of device?- was the product seal on the foil still intact when the package was opened?- could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Also, please return all relevant packaging material- please provide the source or name of person providing answers to follow-up questions:the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. During surgery, it was found that there was a dirt inside the package before opening. Use was stopped. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.